Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The issue was associated with the single board computer (sbc) printed circuit board (pcb). The repair of the ventilator is yet to be completed.

Event description:
During service, a ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
(B)(4). The single board computer printed circuit board was replaced. An unrelated issue was found and corrected. The device passed all testing.